Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor compared a blood glucose of 500 mg/dl obtained from a competitor's brand meter. On (B)(6) 2020, the customer experienced symptoms of malaise which resulted in a "stunning, fall," and subsequently a loss of consciousness. The customer did not receive third-party medical intervention. When the customer came-to, the customer was able to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000d8u308 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor compared a blood glucose of 500 mg/dl obtained from a competitor's brand meter. On (B)(6) 2020, the customer experienced symptoms of malaise which resulted in a "stunning, fall," and subsequently a loss of consciousness. The customer did not receive third-party medical intervention. When the customer came-to, the customer was able to self-treat. There was no report of death or permanent injury associated with this event.